Event description:
It was reported that during the index procedure on (B)(6) 2009, pre-dilatation was performed and a 2.5x28 rx promus stent was deployed in the mid left anterior descending artery with 0% residual stenosis. A non-target lesion in the mid right coronary artery was treated with balloon angioplasty and placement of a 4.0x18 unspecified drug eluting stent with 0% residual stenosis. On (B)(6) 2009, the patient was discharged with aspirin and clopidogrel prescribed. On (B)(6) 2011, 758 days post index procedure, intracranial hemorrhage occurred and the patient died. Reportedly, the intracranial hemorrhage is unrelated to the stent. Cause of death was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of death and intracranial hemorrhage are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that during the procedure on (B)(6) 2009, after deployment of the 2.5x28 promus stent, an obvious jailing of the first diagonal artery was noted. Jailing was treated with dilatation using a 2.5x12 non-abbott balloon with 0% residual stenosis. A non-target lesion in the mid right coronary artery was treated with balloon angioplasty followed by an attempt to advance a promus stent delivery system (sds). The sds could not advance due to inadequate guide support and was withdrawn from the anatomy. The lesion was ultimately treated with a 4.0x18 promus stent with 0% residual stenosis. The patient was discharged the following day. The patient was re-hospitalized on (B)(6) 2011 after being found on the floor with altered mental status. The patient was hypertensive with a systolic blood pressure of 200 mm of hg. On (B)(6) 2012, head computed tomography (CT) revealed large right basal ganglia intracranial hemorrhage with some intraventricular hemorrhage. On (B)(6) 2012, the subject underwent external ventricular drain (evd). The subject died on (B)(6) 2011. The cause of death was determined to be intracranial hemorrhage. No additional information was provided.

Manufacturer narrative:
(B)(4).